Event description:
Info rec'd from a physician states impedances >2000 ohms on all of the unipolar pairs. Hcp did threshold testing and did not elicit any side effects. A reading of >12 microamps equates to an open circuit and hcp was getting 11ua. Add'l info has been requested and if rec'd, a f/u report will be sent.

Manufacturer narrative:
(B)(4).